Event description:
Patient reported right side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional reported right side capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to concern with the product. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b5, d4, h6.

Event description:
Patient reported right side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported capsular contracture baker grade IV, rupture, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "indeterminate amount of fluid around the right breast". The device has been explanted and replaced.